Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 days following an open rectosigmoid resection, it was stated that a stapler was applied correctly and also the pressure test to check the leak tightness was successful, however there was an anastomosis leakage after 7 days. CT-guided abscess drainage was done to resolve the issue. A total of 19 days hospital extension had occurred due to the event.